Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. B3- the date of the procedure has been estimated as (B)(6) 2012. The additional patient effects reported in the article are captured under a separate medwatch report. D4- the UDI is not known as the part and lot number were not provided. Attachment article title, "flow arrest during carotid artery stenting with a distal embolic protection device: a single-center experience and clinical implications".

Event description:
It was reported in a summary article the occurrence of flow arrest during carotid artery stenting (cas) using an embolic protection device (epd). Carotid artery stenting (cas) was performed with 128 patient mostly using the emboshield nav6 epd. The incidence of flow arrest during cas with filter-type epd was 17.4%. If flow arrest occurred during the procedure, it was confirmed at what point during the procedure steps flow arrest occurred, and in such cases, the patterns of debris captured by epd were classified into three types: no debris; scattered, aspects of only a small amount dispersed inside the filter; and planar, covering more than one side of the filter. In one case, during the passage of the epd through a severely stenotic segment, the atherosclerotic plaque was ruptured, which led to flow arrest. There were two cases of no visible captured debris in epd with flow arrest, and in these individuals, there were no other specific findings, such as vasospasm, that could cause flow arrest. A possible explanation for this is that during the retrieval of the epd, the filter structure is squeezed, and the debris can escape through the filter pore. Reportedly, the user needed to be more careful and apply gentle manipulation when retrieving the filter-type epd. The patient effects of embolic cerebral infarction and transient ischemia attack were reported to occur during 5 procedures. Ischemic complications occurred in an unspecified amount of procedures. A death was reported; however, was unrelated to the cas procedure. Flow arrest during cas with filter-type epd is not uncommon and the planar pattern of captured debris on the epd was the only significant risk factor for the flow arrest. Additional information can be found in the summary article "flow arrest during carotid artery stenting with a distal embolic protection device: a single-center experience and clinical implications". No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the part number and/or lot number was not reported, and the device was not returned. Based on the information, reported in the summary article, it may be possible that an excessive embolic load contributed to difficulty retracting the filter and as a result, material deformation to the filter structure occurred; however, this could not be confirmed. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.